Manufacturer narrative:
Device is exempt from 510(k) under 21 cfr part 880. Manufacturer is awaiting return of parts for evaluation to determine root cause. Awaiting further information on reported user injuries. Will provide update of device evaluation and user injury when it becomes available.

Event description:
Customer reports difficulty in moving stretcher in and out of hyper baric chamber with patient on stretcher. Complaint of injury associated with effort required to move the stretcher with patient. The stretcher is a component of the hydraulic gurney. The patient rests on a mattress placed over the stretcher plate. The stretcher plate wheels rides on rails that allows the stretcher plate and patient to be moved into and out of a hyperbaric chamber.